Event description:
Pt underwent bronchoscopy with a laser for resection of a right endobronchial mass. When the upper lobe obstruction was lasered for approx 3 seconds a yellow flash was noted at the tip of the bronshoscope. The bronchoscope was immediately removed and a yellow flame was observed at the mid level / tooth level of the endotrachial tube, extinguishing the flame. The tube was noted to be obstructed and the tube was changed out. The bronchoscope was reinserted visualizing injury to the proximal lining of the trachea.